Event description:
It was reported that a patient¿s implant broke through the skin, got infected, and had to be removed in (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va0agrt, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient do not have concerns with their device or therapy.